Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. Signs of clinical use and no evidence of blood was observed. The shaft tip was observed to be slightly bent. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. There were no other visual defects observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was not conducted to evaluate the device function in regards to the reported failure to cut due to the bent shaft tip. An activation and transection capability test was performed over two (2) repetitions using "max life test method. The device was not able to transect the tissue. Based on the returned condition of the device, the reported failure "failure to cut" was confirmed, as well as for the analyzed failures "material twisted; bent wire" and ¿material twisted; shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.